Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization, antibiotic therapy and the transition to hd therapy. Per the pdrn, the etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated as there is no objective evidence or implication the liberty select cycler, liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a malpositioned/infected pd catheter and peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient¿s peritoneal effluent cultures returned (B)(6) for (B)(6), and a cell count revealed an elevated white blood cell (wbc) count of 2253 (value not provided). The patient was treated as an outpatient and prescribed intraperitoneal vancomycin (dosage and duration not provided) once every 3 days. While undergoing antibiotic therapy, the patient began experiencing drain complications, and was subsequently hospitalized to evaluate the pd catheter (not a fresenius product). The surgeon believed the catheter was malpositioned, however upon entering the abdomen, discovered the catheter was significantly infected and elected to remove it. The patient was transitioned to hemodialysis until the abdomen heals. The root cause of the event is unknown. The bacterial cultures indicate contact with an animal; however, the patient does not own any animals. The patient is doing well and recovering from the events. The pdrn stated the follow-up wbc count was 60 (value not provided) which indicates the antibiotic is working. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) or product(s) defect or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.